Manufacturer narrative:
This report is submitted on july 22, 2020.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. It is unknown if ther are plans to explant the device, as of the date of this report.

Manufacturer narrative:
This report is submitted on 26 oct 2020.

Manufacturer narrative:
It has been reported that the device was explanted on (B)(6) 2020. This report is submitted on september 11, 2020.